Event description:
It was reported that the left ventricular (lv) lead "could not be wedged." The lead was not used and a different lv lead was implanted. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was later reported that the lead "could not be wedged" due to patient anatomy.

Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".